Event description:
The customer reported that the cine disk hard drive failed. This would prevent the cine function from operating. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine drive. The system operates as intended.